Event description:
On (B)(6) 2011, the lay user/patient contacted lifescan (lfs) alleging that his onetouch ping meter did not power on. The following complaint was classified based on discussion with this medical surveillance specialist (mss). The patient reported that the alleged product issue began on (B)(6) 2011 at 12:01am. The patient reported that when testing with his meter, the meter would not power on. The patient stated he takes insulin using a pump. The patient stated that when the meter did not power on, he was not able to test and so skipped his usual dose of insulin. The patient further stated that on the morning of (B)(6) 2011 at approximately 11:00am, he became "sweaty" due to the product issue and associated the symptom with being low. The patient reported that on the morning of (B)(6) 2011 he self administered 4oz of orange juice as treatment and felt better after. At the time of troubleshooting, is was noted that the patient was tried installing new replacement batteries in the meter and that the issue could not be resolved with troubleshooting. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury after the alleged meter issue began.

Manufacturer narrative:
07/23/2012: supplemental information: patient outcome attributed to adverse event was omitted in error on the 3500a

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. 510(k) # is k082590.